Event description:
A patient (age and gender unknown) uderwent a therapeutic ercp with placement of a biliary wallstent for treatment. The clinician noted that the case was 'very tricky' however did not provide any details or clarification regarding the procedure. The wallstent was not deployed successfully. Another stent was utilized to successfully complete the procedure. The patient did no sustain any complications as a result of the deployment issue. The patient condition is to be satisfactory/good.